Manufacturer narrative:
A steris technician arrived onsite following the event to inspect the harmonyair g series surgical lighting system and found that the cover had cracked and the screws that secure the cover were still engaged on the lighting system. Per the technician's discussion with facility personnel, the surgical lighting system had sustained impact damage resulting in the detachment of the cover. The harmonyair g series surgical lighting system operator manual states (1-5), "caution - possible equipment damage: do not bump lightheads into walls or other equipment." The technician replaced the cover, tested the surgical lighting system, confirmed it to be operating according to specifications, and returned it to service. While onsite, the technician counseled facility personnel on the proper use and operation of the lighting system including the importance of not bumping lightheads into other equipment or walls. No additional issues have been reported.

Event description:
The user facility reported that a plastic cover detached from their harmonyair g series surgical lighting system during a procedure and fell onto the patient. The cover was removed, and the sterile field was re-established. The procedure was completed successfully. No report of injury.